Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump dripped insulin during priming. The customer's blood glucose level unknown. The customer also reported that hairline fracture by the reservoir and rainbow effect on the screen. The insulin pump will not be returned for analysis.